Event description:
It was reported that the stent was implanted across the neck of the carotid-ophthalmic artery aneurysm. The stent was placed distally than intended but satisfied. There was no adverse clinical consequence noted to the patient after the initial procedure. Five days post procedure, the patient was discharged home in good condition. Four months post procedure; the patient developed a transient ischemic attack (tia) in the treated territory. The tia was resolved immediately with dual antiplatelet therapy. Subsequent review of imaging showed that "two of four stent distal markers where seen within the origin of the anterior carotid artery¿. Angioplasty was used for stent dilatation to open all stent cells. The patient current condition is stable without any symptoms. The physician stated that the cause of the tia was a ¿thromboemboli from the stent or the stent was not fully opened¿.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and tia are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported thrombosis and tia were an anticipated procedural complications. Based on the investigation and information provided, the probable cause of the stent failure to fully open could not be determined.

Event description:
It was reported that the stent was implanted during the procedure. The patient developed a transient ischemic attack (tia) after the procedure; the exact date is unknown. The patient received medication to treat the tia; the name and dosage are unknown. Subsequent review of imaging showed that the stent did not fully open at the distal end resulting the two markers being superimposed and causing partial occlusion of the anterior choroidal artery. No further details were provided.

Manufacturer narrative:
The device remains implanted.